Manufacturer narrative:
Troubleshooting was completed at the time of the event with a manufacturer representative and the site representative at the time of the event. A hand switch was shipped to the site trained biomedical engineer as a result of the troubleshooting. No parts were received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when booting up the system, the image acquisition system (ias) beeped and stayed stuck in "initializing system please wait" for upwards of 5 minutes. Reconnecting the interconnect cable and rebooting did not resolve the error. No patient present.